Event description:
A customer reported a damaged line on a homechoice cassette. The customer reported that one of the five lines "came out of the base". This event occurred outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection noted that one of the supply lines was detached from the manifold, confirming the reported condition. It was also noted that there was very little solvent on the tubing that connects to the manifold. The cause was determined to be a manufacturing issue due to the lack of solvent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number s12f15027 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.